Event description:
Japan alliance registry it was reported that the patient died. A 4.00 mm x 20.00 mm agent dcb was used in the severely calcified proximal part of the left circumflex artery for treatment of silent ischemia. The patient was discharged 6 days post procedure. The following month, the patient was found collapsed at home. Emergency services were contacted, but the patient had died. An autopsy was conducted, but the official cause of death is unknown.

Manufacturer narrative:
A4 weight: 59.8.

Manufacturer narrative:
A4 weight: 59.8 kg.

Event description:
Japan alliance registry. It was reported that the patient died. A 4.00 mm x 20.00 mm agent dcb was used in the severely calcified proximal part of the left circumflex artery for treatment of silent ischemia. The patient was discharged 6 days post procedure. The following month, the patient was found collapsed at home. Emergency services were contacted, but the patient died. An autopsy was conducted, but the official cause of death is unknown.